Manufacturer narrative:
The ge representative conducted an onsite investigation. The network power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system would disconnect from the network. No patient injury was reported.